Event description:
A report was received that the patient's pocket opened up and her ipg was exposed. The patient underwent a procedure and the ipg was explanted. The patient had a lump in the bottom of her pocket that burst which caused the pocket to open. The physician does not believe this was device related. The patient was prescribed IV and oral antibiotics and was reportedly doing well following the procedure.

Event description:
A report was received that the patient's pocket opened up and her ipg was exposed. The patient underwent a procedure and the ipg was explanted. The patient had a lump in the bottom of her pocket that burst which caused the pocket to open. The physician does not believe this was device related. The patient was prescribed IV and oral antibiotics and was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the explanted device found them to be satisfactory